Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the urethane outer layer had been peeled off the wire on approximately 642- 657mm from the distal end of the device, where the core wire (approximately 15mm in length) was noted to be exposed. Magnifying inspection of the outer surface revealed the following. Some abrasions had been generated on 500 - 600mm. The urethane outer layer had been torn at 640mm. The urethane outer layer had been ripped off the wire at 642mm. The ripped urethane outer layer had been everted back over the wire in the proximal direction on 657 - 670mm (approximately 13mm in length). An everted and ripped urethane outer layer piece (approximately 2mm in length) had been moved to 732 -734mm. There was a trace that the device had been pinched at 780mm. There was no other anomaly on the remainders of the device. The total length of the everted and ripped urethane outer layers was found to be approximately 15mm, which is equivalent to the length of the exposed portion of the core wire (approximately 15mm in length). Based on the measurements, it is most likely that there was no piece of the urethane outer layer missing from the actual sample. The actual sample was fully wetted with saline solution and the undamaged segment of the urethane outer layer was evaluated for lubricity by tactile feel. It was confirmed to have a uniform application of hydrophilic coating and no localized decline in lubricity. The actual sample (the undamaged urethane segment) and the current product sample were examined comparatively for the correlation between the degree of deterioration in lubricity and the guidewire's drying time as follows. Insert the guide wire sample in the holder filled with saline solution and leave it in the holder for three minutes, and then, drain saline solution from the holder and dry the guide wire sample in the holder. Pull the guide wire sample out of the holder at the specific time interval (from 0 to 30 minutes), while checking for the level of tackiness by tactile feel each time. This test concluded that for both guide wire samples the tackiness became increased causing difficulty in removing the guide wire from the holder tube after the drying time exceeded 30 minutes. The surface of the undamaged urethane outer layer of the actual sample was electron-microscopically inspected for the state of the hydrophilic coating on it. The peculiar crackle pattern, which is the evidence of the presence of the hydrophilic coating applied on the surface of the guide wire, was revealed. The hydrophilic coating gets swollen when it contains moisture. In contract, in the dry state, it becomes crackled in the peculiar way. The crackle pattern has some inter-individual deference by product. The outside diameter was measured on the undamaged segment and was confirmed to meet manufacturer specifications. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the actual sample, in the state of having been insufficiently wetted, was inserted into the device used in combination with the actual sample. The actual sample became stuck. In the course of attempting to release the sticking of the actual sample, its urethane outer layer became damaged and everted back over the wire. Continued attempts to release the actual sample caused the urethane outer layer to become further everted, resulting in its ripping. With no information about the device used in combination with the actual sample not available, the exact cause of the damage on the urethane outer layer cannot be definitively determined. The cause of the reported "drying and sticking " of the actual sample cannot be determined as no anomaly was revealed in the state of the hydrophilic coating applied to the actual sample. Extensive testing and inspections are being conducted to assure quality product. The IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Fill the holder with heparinized physiological saline solution through the hub of the holder using a syringe. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the wire kept drying out and becoming sticky during the procedure. The wire was removed and wiped and the catheter was flushed and few times. The doctor noticed the second time the wire was removed that the coating was missing on a one inch section. The patient was unharmed. The procedure outcome was successful. Additional information was received on 8/20/2018. The procedure was a calcified, sfa (superficial femoral artery) lesion, tortuous anatomy. The doctor stated that it was a very calcified lesion and he was torquing the wire aggressively. He stated this was a challenging case. The coating was confirmed to not be in the patient. Once the issue was noted they used a second stiff angled glidewire successfully. Additional information was received on 8/20/2018. The "coating" that they are referring to is the hydrophilic coating. There was no metal device or needle used with the reported product. The doctor stated it looked like an inch segment was missing from the coating. He said he was really hard on the wire and a lot or torquing and wire manipulation to cross the calcified lesion. The doctor also stated that the wire held up really well considering what he put it through.